Event description:
It was reported while prepping tibial resection the nut on the ar-623-38 would not loosen up and is still stuck. See source data and image attached.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The event could not be verified with the pictures provided. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(6).